Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-4316, lot #: 14304844, description: next generation anchor kit-sterile.

Manufacturer narrative:
Additional information was received that the patient felt the leads had migrated and were very uncomfortable. The patient also reported that the scs was not covering the pain areas. Scs failure, sequela was noted. The patient underwent an explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing moderate tenderness around the stimulator site. It was determined upon inspection that the ipg had migrated towards the midline. It was also reported that the patient was experiencing stomach problems and it was believed that it was caused by one of the leads. The patient will undergo an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing moderate tenderness around the stimulator site. It was determined upon inspection that the ipg had migrated towards the midline. It was also reported that the patient was experiencing stomach problems and it was believed that it was caused by one of the leads. The patient will undergo an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing moderate tenderness around the stimulator site. It was determined upon inspection that the ipg had migrated towards the midline. It was also reported that the patient was experiencing stomach problems and it was believed that it was caused by one of the leads. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the physician did not believe that there was a correlation between the stomach pain and the scs system.